Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had difficulty charging the ipg. It was also noted that the ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted ipg will not be returned.